Event description:
According to the reporter: occurred during a robotic laparoscopic sleeve gastrectomy procedure. The device was inserted into the patient's stomach. The surgeon had difficulty deploying the sail of the device, and after two attempts removed the device. The patient was found to have a perforated esophagus.